Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to power connector on the battery tube not plugged in properly. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer stated that it was impossible to switch off the pump and the screen stayed blank. Troubleshooting was not performed. The device was not returned for analysis.